Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient started essure (ess205). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), pain ("pain"), rash ("skin rash"), autoimmune thyroiditis ("hashimoto's"), multiple allergies ("allergies") and arthralgia ("joint pain"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was withdrawn. At the time of the report, the device dislocation, pain, rash, autoimmune thyroiditis, multiple allergies and arthralgia outcome was unknown. The reporter considered device dislocation, pain, rash, autoimmune thyroiditis, multiple allergies and arthralgia to be related to essure (ess205). Follow-up received on 22-dec-2016: quality safety evaluation of ptc. Ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced device dislocation ("migration of implant") amongst non serious events. Thirteen and a half years after implantation essure was removed surgically. Device dislocation is anticipated in the reference safety information for essure. The exact date and mechanism of device dislocation were not reported, however, considering the event's nature, it was considered related to the suspect insert. This case was regarded as incident since device removal was required (intervention required). A product technical complaint analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/ migration/ hysterectomy / five coils in the uterine cavity') in an adult female patient who had essure (ess205) (batch no. 12239867-not valid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorders"), pelvic pain ("pain"), rash ("skin rash/ skin rashes"), autoimmune thyroiditis ("hashimoto's"), multiple allergies ("allergies"), arthralgia ("joint pain") and toothache ("teeth ache/ my front teeth ache"). The patient was treated with surgery (surgery to remove essure/ she had hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, autoimmune disorder, pelvic pain, rash, autoimmune thyroiditis, multiple allergies, arthralgia and toothache outcome was unknown. The reporter considered arthralgia, autoimmune disorder, autoimmune thyroiditis, device expulsion, multiple allergies, pelvic pain, rash and toothache to be related to essure (ess205). The reporter commented: discrepancy noted as insertion date (B)(6) 2003 and removal date (B)(6) 2016. Lot number (12239867- not valid). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant/ migration/ hysterectomy') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorders"), pelvic pain ("pain"), rash ("skin rash/ skin rashes"), autoimmune thyroiditis ("hashimoto's"), multiple allergies ("allergies"), arthralgia ("joint pain") and toothache ("teeth ache"). The patient was treated with surgery (surgery to remove essure/ she had hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain, rash, autoimmune thyroiditis, multiple allergies, arthralgia and toothache outcome was unknown. The reporter considered arthralgia, autoimmune disorder, autoimmune thyroiditis, device dislocation, multiple allergies, pelvic pain, rash and toothache to be related to essure (ess205). The reporter commented: discrepancy noted as insertion date (B)(6) 2003 and removal date (B)(6) 2016. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Amendment: the report was amended for the following reason: this case is retain is retain case and all the information from case (B)(4) was transferred to case no (B)(4). Reporter, event teeth ache and reference were added. No new follow-up information was received from the reporter. Incident: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/ migration/ hysterectomy / five coils in the uterine cavity') in an adult female patient who had essure (ess205) (batch no. 12239867) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorders"), pelvic pain ("pain"), rash ("skin rash/ skin rashes"), autoimmune thyroiditis ("hashimoto's"), multiple allergies ("allergies"), arthralgia ("joint pain") and toothache ("teeth ache/ my front teeth ache"). The patient was treated with surgery (surgery to remove essure/ she had hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion, autoimmune disorder, pelvic pain, rash, autoimmune thyroiditis, multiple allergies, arthralgia and toothache outcome was unknown. The reporter considered arthralgia, autoimmune disorder, autoimmune thyroiditis, device expulsion, multiple allergies, pelvic pain, rash and toothache to be related to essure (ess205). The reporter commented: discripancy noted as insertion date (B)(6) 2003 and removal date (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Lot number added. Date of birth, date of insertion, date of removal were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of implant/migration/hysterectomy'). In a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorders"), pelvic pain ("pain"), rash ("skin rash/skin rashes"), autoimmune thyroiditis ("hashimoto's"), multiple allergies ("allergies"), arthralgia ("joint pain") and toothache ("teeth ache/my front teeth ache"). The patient was treated with surgery (surgery to remove essure/she had hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain, rash, autoimmune thyroiditis, multiple allergies, arthralgia and toothache outcome was unknown. The reporter considered arthralgia, autoimmune disorder, autoimmune thyroiditis, device dislocation, multiple allergies, pelvic pain, rash and toothache to be related to essure (ess205). The reporter commented: discrepancy noted, as insertion date: (B)(6) 2003. And removal date: (B)(6) 2016. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020, quality safety evaluation of ptc (product technical complaint). On (B)(6) 2020, pif received: no new significant information. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/ migration") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), rash ("skin rash/ skin rashes"), autoimmune thyroiditis ("hashimoto's"), multiple allergies ("allergies") and arthralgia ("joint pain"). The patient was treated with surgery (surgery to remove essure). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, pelvic pain, rash, autoimmune thyroiditis, multiple allergies and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune disorder, autoimmune thyroiditis, device dislocation, multiple allergies, pelvic pain and rash to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated and lawyers added (legal case), essure stop date updated from (B)(6) 2016 to (B)(6) 2016, event autoimmune disorders was added, events migration, skin rashes, pain were clubbed with previously reported events. Essure legal manufacture has changed from (B)(6). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.